Event description:
Information was received from a patient's representative regarding an external device. The reason for call was caller stated patient has been having some issues with the unit. Caller stated on occasion the patient gets a software error and when spoke to mdt rep in the past said to reset, caller states this showed up on labor day. Caller also states finishes when charging very fast. Caller said they reset the controller and it works fine. Caller also said the implanted neurostimulator seems to turn itself off every 2-3 days. Caller states device is not depleted and does check this often to make sure the ins is always charged up. Caller mentioned the controller will say excellent charge and then it will say reposition, doesn't have a good charge and does a lot of weird things it shouldn't be doing. Patient service specialist asked if patient is in MRI mode and caller said the patient has dementia and the device does not typically turn off on its own and does not know how to turn into MRI mode or off. Caller also mentioned the recharger telemetry module (rtm) cord was cracked where it was connected to the paddle and were not sure whether it was loose. Caller stated it looked cracked. The issue was not resolved through troubleshooting. An email was sent to the repair department to replace the controller.. Spoke to mdt rep about resetting equipment in the past name was unknown and date.

Manufacturer narrative:
Continuation of d10: product ID 97755 (serial: (B)(6)); product type: 0213-recharger; implant date n/a; explant date n/a product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient; implant date n/a; explant date n/a b3: event date is month and year valid medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.